Manufacturer narrative:
The ge healthcare integrated it solutions barrington site has been undertaking a number of quality improvement activities over the last several months. As part of these activities, we have updated the risk assessment control record. The update has resulted in the assessment that this reported malfunction no longer meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Ge reference #: (B)(4).

Manufacturer narrative:
The reported issue was duplicated through internal investigation. It was found that the pacs system does provide the user with a notice in the jacket header that the jacket does not match the current exam when an incorrect patient jacket appears. The patient jacket, although not match with the current exam does provide the correct info to the user about it's contents, including the pt's name and identifier. The contents if selected match the pt jacket and display the same name and ID.

Event description:
It was reported that on an ra1000 diagnostic pacs workstation when viewing an exam in the dictate mode and then switching to the browse mode, the most recently viewed exam in browse mode is displayed instead of the selected exam. There is a concern that the most recent exam could appear similar to the expected exam and result in a misdiagnosis or incorrect treatment. There was no report of death or serious injury associated with this incident.